Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort located at the ipg site due to the ipg being frivolous. As a result, the patient underwent surgical intervention (B)(6) 2018 wherein the ipg was moved deeper which resolved the issue. Therapy was achieved post operatively.